Event description:
No additional information from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: overloading or age-related deterioration should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the tip of the resection sheath, 24 fr., was chipped. There were no reports of patient harm.